Event description:
The following has been reported: biomed reported: constant air in line. Tried to deep clean could not clear error. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device returned for sensor hardware failure. Device displayed no alarms or failures during infusion testing. The device was opened to inspect for internal damage. No internal damage was identified. The device was put into manufacturing mode for component level testing. The device was able to recognize both a cassette with fluid and an ail cassette successfully. The device will be sent to the test line for full functional testing.